Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose value of 48 mg/d at the time of admission. Customer was not in a vehicular accident. Customer stated that the perceived cause of the low blood glucose was unknown.